Manufacturer narrative:
This follow-up MDR is created to document the evaluation codes.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint on this lot n°5878237. We received a used sample with an red valve printed "(B)(4)". At visual examination, we can see that the balloon is burst but no piece is missing. The balloon burst issue is known and monitored on a monthly basis. Unfortunately we don't know the root cause. Based on the above , this complaint is confirmed as a product defect. No other corrective action will be implemented as the specific trend for balloon burst and this product family is considered acceptable as per the threshold.

Event description:
According to the available information, the catheter fell off due to balloon burst. The physician replaced the device with a new catheter immediately, no clinical consequences reported. No residue or particle remains in patient's bladder.